Event description:
The report indicated that the customer experienced consecutive high bg's (285-345 mg/dl) within two hours of activating a new pod. The cannula was noted as being "bent", though no alarm was initiated. Correction boluses were administered, which were effective at lowering her bg levels. The pod will be returned for eval.

Manufacturer narrative:
Na

Event description:
It was reported upon pulse generator interrogation, the message -data not read- displayed. Measured data in 2009 was 2.72 v, 17 ua, and 6.1 kohms with an estimated five to nine months remaining to elective replacement indicator.